Event description:
Reporter indicated that the pt's lead wires had begun to protrude through skin at the neck incision site. The pt was admitted to the hospital on 01/2002 for cleaning and debridement of the neck incision site and was then placed on prophylactic antibiotics. It was initially reported that there were no signs of infection. Further investigation revealed that the pt was again admitted to the hospital 17 days later due to an infection in their neck. It was reported that the pt was on IV antibiotics and another debridement procedure was performed. During the debridement procedure, it was noted that there was purulent drainage and granulation material at the neck site. There was a loose approximation of the wound. Treatment following the second debridement procedure was described as betadine dressing changes every other day and a prescription of keflex. The infection has not yet resolved.